Event description:
When a physician used the subject device for a laparoscopic cholecystectomy, the physician heard a high-pitched tone and the output of subject device stopped. After that, the physician withdrew the subject device and confirmed that the probe tip broke. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For eval. The eval confirmed that the probe broke down at 10 mm from the distal end. There was a scratch at the broken point. The shape of the fractured surface showed that the fracture developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred. Consequently, the warning alarm sounded and the probe tip broke. The instruction manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidentally. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. Based upon the finding of the eval, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.